Event description:
Customer reported that the system displayed a communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. Customer has not requested an evaluation. There will be no further info obtained. System is operating as intended.